Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm and a 3 cm right common iliac aneurysm. The left common iliac artery was ectatic. Vessels were moderately tortuous and calcified throughout with some severe localized calcification. Both hypogastric arteries were occluded by calcium. The external iliac arteries were about 9 mm in diameter, but 1 to 1.5 mm smaller in some areas due to the calcification. It was reported that the first talent device (MFR report # 2953200-2010-00078) was inserted up the right side and ended up kinking after being pushed when trying to advance it through the narrowed, calcified vessel. The device was removed, and there was a noticeable kink; however, the physician tried to advance the device again and repeatedly removed and tried to advance it for a total of 3 to 4 times. The device was removed and then discarded. The same problem occurred when trying to advance a second talent device (MFR report # 2953200-2010-00079) on the left side, which kinked yet was repeatedly advanced and removed 3 to 4 times. The device was removed and then discarded. The physician elected to insert a dilator on the right side, followed by performing angioplasty with a pta balloon, and then 2 aneurx limbs (MFR report # 2953200-2010-00080, MFR report # 2953200-2010-00081) were successfully implanted. Pta ballooning was performed again, and then a 22 fr sheath was used to insert and advance the main talent body up the right side (MFR report # 2953200-2010-00082), which was deployed successfully. Two more aneurx limbs were successfully implanted on the contralateral side (MFR report # 2953200-2010-00083, MFR report # 2953200-2010-00084). A reliant balloon was also used in the case to balloon all of the stent grafts. At the end of the procedure, due to the pushing of the devices in this case, vessel trauma was noted bilaterally, and the physician elected to implant synthetic patch grafts in the femoral vessels on both sides. Also, the pt had been given 5000 units of heparin; however, there was noticeable clot present from the top of the bifurcated stent graft through all of the grafts to the groin entry sites. The physician elected to remove the clot from the stent grafts and vessels with aspiration and a fogarty embolectomy catheter. A 2500 units more of heparin were administered. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Arterial trauma/dissection/perforation, narrow and moderately tortuous vessels with severe localized calcification, repeated insertion of a kinked device.